Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the foot pedal of the odyssey laser 30 watt generator stopped working when the patient was already under anesthesia. The patient was woken up, and the procedure was not performed. There were no injuries or additional procedures reported.